Event description:
It was reported that the pin jack coming out of the foley catheter funnel was tied when they opened it, but it had something like glue stuck to it and they could not remove it, so they could not use it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inspection results (measurement, testing data) not verified by iqa assignee error of inspector. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pin jack coming out of the foley catheter funnel was tied when they opened it, but it had something like glue stuck to it and they could not remove it, so they could not use it.